Manufacturer narrative:
Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that a cadd extension set tubing was impossible to disconnect from the epidural cap in an emergent situation. The clinicians were unable to dose the epidural catheter and had to proceed with general anesthesia. It was required to completely replace the pump tubing and epidural cap. No permanent injury was reported.

Manufacturer narrative:
(B)(4). Three used cadd extension sets were returned for investigation. A visual inspection was performed and defects were found in the returned samples. Functional tests were performed and no issues were found in the units tested. There was no difficulty separating the samples, and none of the units got stuck. A review of the manufacturing process for a similar device was performed and no discrepancies were detected. The complaint was not confirmed, and no root cause was determined.